Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00995. The pt's scs sys includes an ipg and surgical lead. It was reported that the pt is experiencing pressure between her shoulders. The discomfort has allegedly been present since her lead replacement procedure last year, (reference MFR report # 1627487-2010-00314) but has recently become more of an issue. Numerous reprogramming attempts have been undertaken to resolve the reported pressure, and it is said to dissipate once a certain amplitude level is reached. Additionally, the pt alleges experiencing intermittent stimulation which is positional in nature as well as an increased recharge burden for her ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.